Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It has been reported the patient is without stimulation and that her ipg required daily charging until the device stopped functioning. The patient also had difficulty locating her ipg. A replacement charging system did not resolve the issue. A surgical intervention is pending in order to resolve the issue.